Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a hole was observed on the monopolar curved scissors (mcs) tip cover accessory. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup tip cover, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 3 minutes. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the hole was located at the gray silicone body of the mcs tip cover accessory. The surgical staff allegedly did not inspect before the procedure. After the instrument was inserted into the cannula, the surgeon found the hole. The instrument was not fired after the hole was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis found thermal damage on the product. The middle distal end of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing. The mcs tip cover accessory was also found to have gouges at the proximal end. These failures are typically associated with mishandling/misuse.